Event description:
It was reported that when the patient presented in the operating room for a device change out due to normal eri, externalized conductors were observed on chest x-ray images which was performed on (B)(6) 2017. Patient was asymptomatic. Since the device hit eri, the hvli has increased a little. The electrical function of the lead was observed and tested and no anomalies were detected. The lead will stay active in the patient. Procedure was completed. Patient will continue to be monitored with routine follow-ups. Patient¿s condition was stable.